Event description:
It was reported that myocardial trauma, blood loss and death occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure. The safari 2 xsml curve guidewire was positioned in the left ventricle in accordance with the directions for use. The patient experienced complete heart block, which was attributed to the wire placement and had a ventricular escape rhythm of around 45bpm (beats per minute). A 23mm lotus edge bioprosthesis was advanced over the aortic arch in accordance with the directions for use. Before crossing the native valve, it was observed that the safari 2 xsml curve guidewire was positioned just below the aortic valve. The safari 2 xsml curve guidewire was then positioned lower. Due to the patients small left ventricle the safari 2 xsml curve guidewire was in the apex and bend upwards towards the native mitral valve, which was severely calcified. The procedure continued with 23mm lotus edge valve implantation with the delivery system nose cone tracked over the safari 2 xsml curve guidewire. The angiography before valve release showed an excellent result with the lotus edge valve. No repositioning was needed. The physician reported that when retrieving the delivery system nosecone from the ventricle that they needed to be aware of any blood pressure drop in case the wire or nosecone had accidentally perforated the ventricle. The patient's blood pressure dropped. Transthoracic echocardiogram (tte) revealed pericardial effusion. Pericardial drainage was performed. The patient was given a blood transfusion and required reanimation due to the blood pressure drop. The cardiac surgeons were called into the hybrid operating room. The patient stabilized and was being prepared for the intensive care unit. Several minutes later, the patient deteriorated again and reanimation was restarted. An emergency sternotomy was performed. The surgeon lifted up the heart and the patients chest was filled with blood. The ventricle showed a tear in the left lateral wall and a second hole was noted at another position. The surgeon tried to repair the holes; however, these efforts were unsuccessful. The patient passed away on the operating table due to blood loss. In the physician's opinion, the event could have been due to the safari 2 xsml curve guidewire or the lotus edge valve delivery system nosecone.

Manufacturer narrative:
Lotus edge delivery system handle number was returned for evaluation. The lotus edge valve was implanted in the patient and therefore not returned for analysis. The delivery system was returned in a sheathed configuration. A visual analysis of the nose cone was performed, and no visual defects were noted. The device was loaded on a 0.035'' small safari2 guidewire without issue or resistance. The angiographic procedural media was technically reviewed and was consistent with the reported event. The valve was positioned in an acceptable location with no evidence of paravalvular leak (pvl). Poor guidewire management was evident throughout the deployment of the valve. The guidewire interacts a significant amount with the patients anatomy during valve deployment. The occurrence of the ventricle perforation cannot be confirmed by the media, however the guidewire as well as the nose cone cannot be ruled out as the cause of the reported event. The provided media was also medically reviewed. A pigtail is positioned in the non coronary cusp; the three cusps are in one plane. There seems to be moderate to severe calcification at the annulus/cusps and severe calcification of the mitral annulus (mac). There are no images of any predilatation (bav) being performed. Available media depict the lotus valve being tracked crossing the arch. The safari wire is then in an apical position. The following cine displays initial unsheathing. The safari wire is then in a mid ventricular position. Some wire entanglement with the mitral valve is suspected. The following media depicts the locking and the release of the lotus edge valve followed by a final cine shot of the peripheral arteries. Of note is that the safari wire is a deep position in the lv and is entangled in the mitral valve in the valve deployment and release images. Available media (echocardiography) show a left ventricle with very poor function consistent with severe cardiogenic shock or cessation of systemic circulation. The available media from the valve implantation is consistent with a direct implantation of a lotus edgevalve in a good position and no paravalvular leak. The images show a significant amount of interaction between the safari-wire and the anatomy during valve deployment. The wire interaction is suspected during the early stages of valve deployment and is very pronounced during the later stages of valve deployment. Release. The described left ventricular perforation is consistent with potential injuries as a result of failure to ensure that the wire is free from the lv anatomy during valve deployment.

Event description:
It was reported that myocardial trauma, blood loss and death occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure. The safari 2 xsml curve guidewire was positioned in the left ventricle in accordance with the directions for use. The patient experienced complete heart block, which was attributed to the wire placement and had a ventricular escape rhythm of around 45bpm (beats per minute). A 23mm lotus edge bioprosthesis was advanced over the aortic arch in accordance with the directions for use. Before crossing the native valve, it was observed that the safari 2 xsml curve guidewire was positioned just below the aortic valve. The safari 2 xsml curve guidewire was then positioned lower. Due to the patients small left ventricle the safari 2 xsml curve guidewire was in the apex and bend upwards towards the native mitral valve, which was severely calcified. The procedure continued with 23mm lotus edge valve implantation with the delivery system nose cone tracked over the safari 2 xsml curve guidewire. The angiography before valve release showed an excellent result with the lotus edge valve. No repositioning was needed. The physician reported that when retrieving the delivery system nosecone from the ventricle that they needed to be aware of any blood pressure drop in case the wire or nosecone had accidentally perforated the ventricle. The patient's blood pressure dropped. Transthoracic echocardiogram (tte) revealed pericardial effusion. Pericardial drainage was performed. The patient was given a blood transfusion and required reanimation due to the blood pressure drop. The cardiac surgeons were called into the hybrid operating room. The patient stabilized and was being prepared for the intensive care unit. Several minutes later, the patient deteriorated again and reanimation was restarted. An emergency sternotomy was performed. The surgeon lifted up the heart and the patients chest was filled with blood. The ventricle showed a tear in the left lateral wall and a second hole was noted at another position. The surgeon tried to repair the holes; however, these efforts were unsuccessful. The patient passed away on the operating table due to blood loss. In the physician's opinion, the event could have been due to the safari 2 xsml curve guidewire or the lotus edge valve delivery system nosecone.